Manufacturer narrative:
Medical devices cont: 407652 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with a lead warning for low impedance. Trends showed that this issue was chronic. Electrograms also showed possible artifact. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited a lead warning, polarity switch, lifetime low impedance, undersensing and oversensing noise. The lead was capped and replaced.